Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy. Additional information was received that the patient was doing well postoperatively.